Manufacturer narrative:
The device was sent to a non-olympus third party entity for service and will not be returned to olympus for evaluation. As part of our investigation for this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facilities reprocessing practices and to provide reprocessing training if necessary. The ess in-service date has been scheduled for (B)(4) 2016. The ess was informed by the user facility that the reported device culture tested positive for escherichia coli and enterococcus faecalis on (B)(6) 2016. The device was cultured again following the initial results on (B)(6) 2016 and was tested several times over the course of a two week period. There were no additional positive culture results reported that occurred and the device was returned in to service at the user facility. Following the device return from service, the device culture tested negative. The device remains quarantined at the user facility. On (B)(6) 2016, the device was cultured again, and tested positive for escherichia coli. The device was then reprocessed twice in an automated endoscope reprocessor (aer) machine manufactured by medivators (model# dsd-edge) using disinfectant rapicide pa. After reprocessing, the device culture tested positive for non-vancomycin-resistant enterococci (vre) and enterococcus faecium. The device was then removed from service and sent to a non-olympus third party entity for service. The ess also reported that the user facility follows the olympus recommended reprocessing guidelines; however, the user facility uses the following non-olympus reprocessing accessories: a leak tester (veriscan) manufactured by medivators, medivators scope buddy flushing device, and instrument channel brushes. The user facility has up to date documentation in their reprocessing room (wall charts and manuals). In addition, the ess provided cleaning and disinfection checklists to the user facility.

Event description:
Olympus was informed that the tjf-160vf duodenovideoscope culture tested positive for escherichia coli after reprocessing. No patient infections were reported. No additional information was provided.